Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error due to the moisture damage. Customer¿s blood glucose was unknown at time of incident. Customer states that insulin pump was damaged due to river water. Customer states that pump was vibrating without an alarm or alert. It was the next day before his pump screen went blank. Customer advised to discontinue use of the pump and revert to backup plan per hcp instructions. Insulin pump will be return for analysis.